Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stand had a locking pin that was broken. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the stand had a locking pedal that had broken off the front caster. The customer reported that the front casters were replaced and was tested for proper operation. This concludes the investigation. If additional information is received a follow up will be submitted.